Event description:
The pump alarm was heard, telemetry was not yet performed. The patient was told his refill date was approximately (B)(6) 2012. The patient was or would be traveling and was seeking information about finding an hcp. The pump contained baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8731, lot# b003047n55, implanted: 2003-(B)(6), explanted: unk, catheter model 8598, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk, catheter model 8596, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).